Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Bg cause was not known. Customer consumed glucose tablets to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management. In addition, it was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. It was also reported that the pump touch screen was delayed in responding to presses. Reportedly, customer continued to use the pump for insulin therapy.